Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 600 mg/dl and 207 mg/dl. It was reported that the insulin pump was suspended. The customer was advised it should beep or vibrate every 15 minutes while in suspend. The insulin pump will not be returned for analysis.